Event description:
Attempts to advance a coronary stent with delivery system to the target lesion site in the pt's left anterior descending artery with the protective sheath retracted were unsuccessful. During withdrawal of the sds and stent, the stent dislodged in the brachial artery. The stent was successfully retrieved utilizing a microsnare. There were no clinical sequelae reported relative to the event.